Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the clinical engineer called the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that a surgery was carried out and the doctor reported unexpected movement from surgeon side console (ssc) master tool manipulator (mtm) (left and right) during the procedure. The tse asked the customer if any errors or message had happened during start up or during use and no errors occurred. Analyzing the logs the tse confirmed that the surgeon side console was only used in this surgery and the customer segregated this cart. The procedure was completed with no reported injury.

Manufacturer narrative:
The master tool manipulator (mtm) has been evaluated by the failure analysis (fa) team. The reported issue was able to be reproduced during calibration. The reported issue was confirmed.

Event description:
Refer to h10/h11 for follow-up information.